Manufacturer narrative:
The suspect medical device was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 70264101 with an expiration date of 30-nov-2023. Precision test results suggested problems with cell rinse functionality, sample pipetting precision, and mixing issues. The field service engineer (fse) replaced the gear pump, the degasser incubator bath and the photometer cut off lens. The module was decontaminated. Calibration was acceptable. Qc was acceptable. Based on a review of worldwide data of qc recovery for the reagent and control lot combination used by the customer, no issues were identified. A general reagent issue was excluded. The service actions resolved the issue.

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 (creatinine plus ver 2) assay on a cobas 8000 c702 module, serial number (B)(6). The sample initially resulted in a crep2 value of 8.09 mg/dl and repeated as 1.12 mg/gl. No questionable result was reported outside of the laboratory.